Manufacturer narrative:
Additional information received on 09/13/2016 indicated that the customer had not received any further occlusions after the last supply change. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400s mg/dl. The supplies on the pump were changed. Correction boluses and insulin injections were used to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.